Event description:
It was reported that during implant the new right ventricular (rv) lead was implanted in one area but low r waves, increasing capture thresholds with no capture was observed. The rv lead was repositioned, but no movement was observed, the rv lead helix would not extend. The rv lead was replaced. No patient issues were noted; the patient was stable.

Manufacturer narrative:
The reported events were failure to capture, r-wave amp variation and helix mechanism issue. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.